Event description:
It was reported that this system with a pacemaker and a non-bsc right ventricular (rv) lead triggered an automatic safety switch from bipolar to unipolar due to a rv pace impedance measurement that was high, out of range. A one-year trend graph of rv pace impedance showed signs of spring contact behavior. Reprogramming device to unipolar pace/bipolar sense as the patient paces very little in rv. The pacemaker and the rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).